Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a left tka surgery had been performed using palacos cement on (B)(6) 2016, a journey ii knee implant came loose and the patient was reporting pain. This adverse event was solved by revision surgery on (B)(6) 2021. The condition of the patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the revision operative report does not confirm the reported loose implant. With the information provided it cannot be concluded there was a malperformance of the implant or implant failure. The patient impact beyond the reported pain and revision cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed using palacos cement on (B)(6) 2016, a journey ii knee implant came loose. This adverse event was solved by revision surgery on (B)(6) 2021. The condition of the patient is unknown.